Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): all conductors foreign material obstruction. Additional finding of damaged at implant. Full lead returned and analyzed.

Event description:
It was reported that during the initial implant, a left ventricular lead implant was attempted but not used due to positioning difficulty and a crimp or some kind of obstruction in the proximal end of the lead that did not allow the guidewire to pass. The lead was removed and replaced. No patient complications were reported as a result of this event.